Event description:
The physician stated that she received a note from the company that the patient's generator might be defective and that the battery may run out more quickly than expected. The battery was reported to be at 25% and generator replacement is being planned. No known surgical interventions have occurred to date. A review of device history records for the generator shows that no unresolved non-conformances were found. Based on available programming data, the report of premature batter depletion could not be confirmed. The device battery voltage, estimated battery consumption and remaining battery capacity are as expected.

Event description:
The patient underwent generator replacement. The explanted generator was received and analysis is underway but has not been completed. Further review of the decoder indicated that the report of premature battery depletion was confirmed due to the discrepancy in the estimated battery consumption and remaining battery capacity.

Event description:
The pulse generator performed according to functional specifications with the exception of long sense delays. The pcba was subjected to a postburn electrical test and results show that the pcba failed several electrical tests: r2 verification, supply current 2ma/norma, supply current off, supply current off sense, and trim diagoncurrent. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed. Results of the postburn electrical test showed that the generator passed the previously failed tests. Based on these results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported ¿premature end of life indicator¿.